Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a solitaire sfr4 stent had resistance in the phenom 21 catheter and with delivery wire broke. Op timo9fr/phenom21/solitaire-x6*40 was selected for the ais-internal carotid (ic)-occlusion case. The optimo 9 fr was delivered to the ic and the phenom 21, which was prepared as per the package insert. Was region crossed to the distal portion of the thrombus occluded in the ic using the traxecss 14 wire. The wire was removed and the prepared solitaire x6*40 was delivered as per the package insert, but the delivery was very hard; the delivery wire broke when it was delivered with even more force. Phenom21 could not be delivered to the tip, so the solitaire-x of this product was collected externally. Resistance occured during preparation in the proximal section of the catheter. The stent properly pushed out of the sheath. Felt abnormality in the solitaire, so based on strong trust in solitaire, the same product solitaire-x6*40 (lot: b685461) was newly opened and used and prepared as per the package insert. This solitaire was delivered smoothly into the phenom21, without any problems, and the procedure was completed safely. The devices were prepared according to the package insert. The patient was being treated for an ischemic cerebral infarction. Postoperative tici was 3. Vessel tortuosity was moderate. No patient symptosm or complications were reported.